Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 1211mg/dl. Troubleshooting was performed. The customer stated that she was sick for a couple of days and was vomiting a lot. The customer stated that she did not realize the infusion set came out, and she was not getting any insulin. The customer passed out and she was almost in a coma. The customer also stated that she often had bent and crimped cannulas. Ran a fixed prime and she was not sure if the insulin exited due to low reservoir at time of the call. Advised customer to change the reservoir. The blood glucose at time of call was 341mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.